Manufacturer narrative:
Additional medical information and systematic logs have been requested, but not received. Evaluation of the tip indicates the tip passed leak, visual and thermistor testing. A functional test was not performed as the tip time limit has been reached. A review of the device history logs is in progress. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
Additional medical information have been requested, but not received. System logs were not available for analysis. System has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. It is the responsibility of the customer to provide the data card and they have not done so, as such we cannot provide a summary of the system/handpiece data. A review of the device history logs is in progress. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
Additional medical information has been requested, but not received. The practitioner reported that no errors occurred during treatment. The tip was inspected prior to use, and no abnormalities were observed. Product has been returned, however it is in process of being evaluated. A review of the device history logs is in progress. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A practitioners office reported a consumer was receiving a laser treatment on their face under the right eye. Prior to the treatment the patient took one 5/325 mg narcotic pain reliever and one 0.5 mg anxiety medication. At approximately 250 pulses at energy level 3, the patient experienced pain, syncope, where they fainted and lost consciousnesses. They became cyanotic for 10-15 seconds. When the patient was revived they were dizzy, in pain, nauseous and clammy. A sternal rub was performed and blood pressure was taken every 15 minutes. Paramedics and police were called, however the patient refused to go to the hospital. The patient was sent home with their spouse. It is unknown if there will be permanent damage or scarring. Additional medical information has been requested, but not received.

Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. The treatment tip was returned for evaluation. No issues found during evaluation. The customer reported no issues and nothing out of the ordinary occurred during treatment. Patient received two medication prior to the procedure percocet and ativan. Ativan has side effect of dizziness and loss of coordination. However, pain is also could be a triggering point. Mild/moderate pain during treatment is a common and expected response to theramge treatment. Patient past medical history is unclear. Based on the available information, this event was not a system issue and mostly likely patient related.